Event description:
We learned of a potential product liability claim. It was reported that the patient was implanted with a fitmore hip stem b, size 4, in late (B)(6) 2012 (as the exact implant date is unk, it was entered as (B)(6) 2012). The patient has been later revised (exact date unk). The reason for the revision as well as other complaint details (including patient name, surgeon, dates, locations allegations) are unk at this time.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).